Manufacturer narrative:
D10: (B)(6), 350-10-04 - ankle sz 4 locking clip, (B)(6), 350-21-05 - tibial insert fb sz 5 lt 6mm, (B)(6), 350-01-05 - talar implant - sz 5 - l, (B)(6), 350-11-04 - tibial plate fb sz 4 lt, (B)(6), 351-50-00 - model tibia talus report, (B)(6), 351-90-21 - 3.5" pin pouch, (B)(6), 351-90-21 - 3.5" pin pouch, (B)(6), 351-90-22 - 2.5" pin pouch, (B)(6), 351-90-24 - talar trial screw pouch, (B)(6), 351-91-03 - recip sawblade 8x50x1mm, (B)(6), 351-91-04 - saw-10x75x1.19-non-exactech. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2025-00651, 1038671-2025-00652. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported approximately 48 months after a left ankle replacement surgery a patient began experiencing pain and difficulty walking. Subsequently, the patient underwent a left ankle revision surgery. Radiographs and images were provided. The locking clip was fractured, and all pieces were retained by the surgeon. The polyethylene component was revised due to prosthesis wear. Both components were noted to be successfully revised. The patient was last known in stable condition. No medical or surgical interventions were reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d6b, h6. MDR section codes updated/corrected: b. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The revision reported was likely due to fracture of both the insert and locking clip, and disassembly of the locking clip, which led to prosthesis wear of the metal components. However, based on limited information provided, the reported prosthesis wear and sequence of events could not be confirmed. Additionally, potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.